Event description:
Per the clinic, the patient experienced no hearing from the internal device due to the cerebrospinal fluid (csf) lymphoma. The device also interfered with MRI imaging required for disease monitoring. Subsequently, the device was electively explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.